Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6003635 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6003635 were previously tested in complaint (B)(4) on 27/mar/2024. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications. Device history record (DHR) review: the lot 6003635 was manufactured according to the work instruction (wi) version 108 in the line 8, on 10/oct/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6003635 and another 3 complaints have been registered in database for the same lot 6003635 and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) plan 1768101: autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. CAPA determination results: this complaint falls under the scope of the CAPA 1768101: autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the nc (B)(4). 1. Include the defect in document (B)(4) (work instruction inset line) 2. Improve guards of the conveyors 3. Update trays for the stock of cannulas 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4) 30/sep/2025).

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced two bent cannulas on (B)(6) 2025 and (B)(6) 2025 leading to high blood glucose. The site of location of infusion set was upper buttocks and thigh. Patient noticed symptoms within three or more hours after insertion. The infusion set was in use for about 6 hours for one and 12 hours for the other. Patient was also tested moderately positive for ketones. Patient used correction bolus via pump as a corrective treatment. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.